Event description:
The customer originally returned his evis exera iii video system center due to a connection issue noted during preparation for an unspecified procedure. According to the initial reporter, the paddle that plugs into the processor was not locking properly. Reportedly, the intended procedure was completed without patient harm. Details relating to how the procedure was completed were requested, but are unknown. During the device evaluation, it was discovered that the device had a damage scope socket connector that would not hold the scope connector properly. This report is being submitted to capture the confirmed failed scope socket connector noted during evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. Evaluators discovered the device had a bad scope socket, with a loose connector that does not hold the scope properly. Additionally, it was noted that the subject device's software needed updating. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. Sections g2 and g3 were corrected. The aware date should be 03-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty connector could not be determined. The instruction manual identifies, the following verbiage, which may have prevented the phenomenon. ¿when a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center. While holding the video system center with a hand, so that it does not move and pushing the locking lever down¿. Olympus will continue to monitor field performance for this device.